Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der state that 60 mm quickset reamer from office set completely broke off at the hudson attachment with the whole outer rim leaving the grater lodged in the patient. After 10-15 minutes of work we were able to get it completely out by breaking it into pieces with osteotome. All pieces were retrieved from the patient and verified with x-ray. Surgical delay: 10-15 minutes.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.